Event description:
"'Possible ventrkular oversensing noted on stored egm rep emailed. Lead warning for ventricular lead impedance , trends do appear low, only one noted meausurement below 200 ohm threshold." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).